Event description:
The initial reporter received questionable ise indirect na for gen.2 results for 1 patient sample tested on a cobas 6000 c501 module. It is unknown if the initial result was reported outside of the laboratory. The test result was accompanied by a data flag which prompted the reporter to rerun the sample. The initial result was 128 mmol/l with a data flag. The repeat result was 134 mmol/l. The repeat result was deemed correct. The sodium electrode lot number is t0261 with an expiration date of 18-sep-2022.

Manufacturer narrative:
The calibration performed on (B)(6) 2022 did not indicate an issue. The qc recovery was within -2 sd. There was no indication of a performance issue of reagent or instrument. The serum sample was collected in a 4ml gold-capped tube. It was centrifuged for 5 minutes at 3800 rpm. The sample was collected on-site and immediately processed at room temperature. Information regarding the manufacturer's recommendations for clotting time prior to centrifuging the samples was requested but not provided. The alarm trace contained an "abnormal probe sucking" error. This is an indicator of possible poor sample quality. The field service engineer (fse) inspected the instrument and found no cause for the issue. The fes replaced the sample probe, the sample probe tubing foam cushion and the sipper probe. He also inspected the rinse mechanism and levels, checked the gear pump pressure, and cleaned the ion-selective electrode (ise) bath. He reviewed the calibration, qc, and alarm traces. The instrument's performance was verified by ise checks and precision tests with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.